Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the ngage nitinol stone extractor didn't close during a rirs procedure. Another ngage extractor was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: the ngage nitinol stone extractor was not returned for an evaluation and no photographs were provided. Without the complaint device, a physical investigation was not able to be completed. A document based investigation was performed. A review of complaint history, the device history record, instructions for use, and quality control data was conducted. A review of the device history record did not observe any non-conformances that may have contributed to this incident. A review of complaint history revealed this complaint to be the only one associated with complaint lot number 8272800. The instructions for use (IFU) includes the following relevant information: caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Measures have been initiated to address the reported failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.